Event description:
The customer called in reporting that this vent shut down while it was connected to a patient. The patient was placed on another ventilator. There was no patient harm reported. A review of the device logs confirmed a momentary cpu reset, with ventilation recovery occurring within 18 seconds. Ventilation resumed successfully using the previous settings after the momentary system restart. It also showed that a 'ventilator restarted' alarm message had been activated.

Manufacturer narrative:
Evaluation has been completed. Refer to the attached failure investigation summary report for detailed findings.